Manufacturer narrative:
No product was returned for investigation. The cause of the positioning issue was determined to be an unintentional use error as the pump was pushed into lv until pump prolapsed while peeling away sheath and then removed after provider pulled it out of ventricle. The device passed all post sterile inspection checks.

Event description:
It was reported that during implantation of an impella cp, the pump was pushed into the left ventricle until the impella prolapsed. The impella was explanted. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.